Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event was confirmed through the onsite evaluation performed by an abbott representative. A specific cause for the damage could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(4) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook rev. C are currently available. The heartmate ii IFU, as well as the hmii patient handbook, provide information on how to care for the driveline. Furthermore, these sections address damage due to wear and fatigue of the driveline as well as the how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's driveline distal bend relief had separated from the metal connector. A clamshell repair was successfully performed on (B)(6) 2022 with no issues.